Event description:
It was reported that the patient's right ventricular (rv) lead indicated high impedance due to possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned, but clinical data obtained from the device was received. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. (B)(4).